Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer reference number: 1627487-2021-18409, 1627487-2021-18410. It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg as instructed due to ineffective therapy. Diagnostics showed the patient's leads migrated and the ipg was deemed inoperable. In turn, surgical intervention was undertaken wherein the ipg and leads were explanted and replaced to address the issue.